Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date explanted - unknown; manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reports patient underwent a total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed due to patient allegations of pain, swelling, inflammation, damage to bone and tissue and loss of mobility. The date of the revision procedure was not provided. A review of invoice history could not confirm the surgery dates. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. ¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-02291 and -06442).

Event description:
Legal counsel for patient reports patient underwent a total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed due to patient allegations of pain, swelling, inflammation, damage to bone and tissue and loss of mobility. The date of the revision procedure was not provided. A review of invoice history could not confirm the surgery dates. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical record indicates patient underwent a left femoral resurfacing procedure (B)(6) 2011. Records further indicate patient was revised (B)(6) 2013 due to pain. Revision operative notes report the presence of effusion with clear fluid within the joint and a loose acetabular component with metal staining of fibrous membrane within the acetabulum. The cup and head were removed and replaced with competitor components.